Manufacturer narrative:
H3: product analysis, part # 6550004, lot # kh18a183 visual examination confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat fracture with circular material flow. This type of damage is consistent with torsional overload. H6: updated eval code method (fdm/annex b) and eval code result (fdr/annex c) codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a ball-ended bone driver used in a l4/5 posterior lumbar interbody fusion (plif). It was reported that driver was used for additional insertion after screw insertion. But the doctor wasn't able to engage the screw properly. The doctor said that it had engaged earlier. When the tip of the ball-ended bone driver was examined, it was not ball-shaped, and the doctor informed that the tip of driver broke off. The tip was stuck in the screw and was removed using suction and forceps. It took less than 5 minutes to remove it. Pre-operative diagnosis for this procedure was l4/5 screw replacement and l2/3 and l3/4 plif addition. This event was a revision surgery. Revision surgery was due to extension of fixation due to adjacent segment disease. There was no adverse event/malfunction related to medtronic products in the initial surgery. There was no revision surgery occurred/planned as a result of present event. No adverse event occurred to patient. There were no further complications that were reported.